Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a lot going on, they had botox on (B)(6) 2017 and since then their device has been off but could still feel the tingling sensation. It was also reported that in the beginning their device was not working but since they had the botox it seemed to be helping with their symptoms. The patient also reported that they had a hip replacementin september. The patient felt like their device was dying but their healthcare provider wanted the patient to have the device on a little longer. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.